Event description:
The customer alleged that he performed a control test and received a result of "hi". The high control range was not provided, but should be around 295-408 mg/dl. No adverse events were alleged. A bottle of normal control solution was sent to the customer for further troubleshooting. No product will be returned at this time.